Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an unspecified defib issue where the eval determined that the pca processor has failed. There was no report of pt involvement.